Manufacturer narrative:
Omit: initial reporter addr 1, initial reporter zip correction : initial reporter facility name additional information: initial reporter first name, initial reporter last name, initial reporter phone #, initial reporter e-mail per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving no health consequences or impact, insufficient information, infusion or flow problem, volume accuracy problem, analysis of data provided by user/third party, device not returned, no findings available, cause not established. There was patient involvement and no information on patient injury.

Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an pump issue due to infusion accuracy was not determined. The reported issue that there was an pump issue due to infusion accuracy could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from (B)(6) medical device incidents database regarding issues involving no health consequences or impact, insufficient information, infusion or flow problem, volume accuracy problem, analysis of data provided by user/third party, device not returned, no findings available, cause not established. There was patient involvement and no information on patient injury.